Event description:
It was reported by service report that the foot stirrup will not lock in the up position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Upright assembly.